Manufacturer narrative:
(B)(4). Results: endoleak, access failure. Results and conclusion: severe tortuosity, type ii endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately one year ago. Aortic neck was 21.5 mm in diameter. The right femoral artery measured 9.9 mm in diameter. The left iliac artery measure 8.4mm in diameter. Right iliac was moderately tortuous. The left iliac was mildly tortuous. Access difficulties were reported with a notation that left common iliac has severe tortuosity. A type ii endoleak was also reported and was left uncorrected. It was reported at the patient's one year follow up that the angiogram showed that there was a type I endoleak; which was repaired with an extension cuff. The endoleak resolved and the patient recovered. The investigator assessment states that the event was related to the study device, however, it was not related to the study procedure. No additional clinical sequelae were reported and the patient is fine.